Event description:
There was an allegation of questionable online tdm methotrexate results for 2 patient samples on a cobas c 303 analytical unit. Patient 1: the initial result was 1.19 umol/l, and the repeated result with a (1:10) dilution was 4.45 umol/l. Patient 2: the initial result was 1.20 umol/l, and the repeated result with a (1:10) dilution was 6.87 umol/l.

Manufacturer narrative:
The reagent lot number is 867908. The expiration date was not provided. The calibration is acceptable. The qc is acceptable. However, one of the qc levels was not performed on the day of the event. The alarm trace showed a few "abnormal aspiration alarms." The field service representative found the cells were overflowing. He replaced the pump module and adjusted the pressure on the sample supply unit manometer. Also, it was noted that the issue seemed to be resolved after changing the reagent lot. The investigation did not identify a specific cause of the event. The investigation determined that the service actions resolved the issue.